Event description:
It was reported that while the customer was loading the tubing into the pump module, they had received a "safely clamp error." Another pump module was used to administer the medication and the module with the safety clamp error was never used on a patient. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.